Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced both elevated and low blood glucose levels, values were not provided. Customer started chemotherapy and alleged that settings needed to be adjusted. Customer declined to further troubleshoot with tandem technical support.